Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. After unpacking the taxus express2 2.5x24mm drug eluting stent from the sterile bag, the stent came off of the balloon. The procedure was completed with another taxus express2 stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.